Event description:
Positive skin test. Eleven weeks after receiving bovine skin test, the pt presented with a 1.5 cm nodule at the test site. The dr plans to excise the nodule. Follow up findings: per dr's office, the dr excised the nodule.